Event description:
The affiliate reported the customer alleged an elevated free triiodothyronine (ft3) result, above the normal reference interval, for one patient, involving unicel dxi 800 access immunoassay system. This is report number one of two. Subsequent testing on an alternate access 2 immunoassay system produced a result above the normal reference interval. The elevated result was discordant to an alternate methodology, which produced a result within the normal reference interval. The elevated result was not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
There is no indication service was dispatched for this event. This medwatch report is related to MDR 2122870-2012-00063.